Event description:
As reported via (B)(6) study, a patient experienced a myocardial infarction. The indication for the index procedure was stable angina. At that time, the patient underwent the deployment of one 3.0 x 18mm cypher stent to the mid right coronary artery (rca). Residual stenosis was 0 % with timi 3 flow, and the patient was discharged next day. Approximately ten months after the index procedure, the patient presented to the hospital with weakness and a non-st elevation myocardial infarction. The patient's hemoglobin was found to be low at 5.0 and the patient was transfused with two units of rbc's. Post transfusion, the patient's hemoglobin was 9.7. Patient was reported to be in stable condition. The patient's electrocardiograms via the emergency medical services were reported to reveal no evidence of st segment elevation consistent with acute myocardial infarction. In the emergency room, the patient's electrocardiogram was reported to reveal st segment elevation just in lead 3, st segment depression and t-wave inversions v3 through v6. It was found that the patient's mediastinum was narrowed and the patient received lovenox.

Manufacturer narrative:
Updated complaint conclusion: this is a report received regarding a (B)(4) study patient who experienced a myocardial infarction and restenosis. This is a (B)(6) female with medical history significant for diabetes mellitus (controlled by insulin), hypertension, previous percutaneous coronary revascularization on an unknown date in 2005 and a history of ovarian, cervical cancer diagnosed on an unknown date in 1999. The cancer was treated by surgical resection. Due to stable angina, the patient underwent the index procedure with the deployment of one 3.0 x 18mm cypher stent to the mid right coronary artery (rca). Residual stenosis was 0 % with timi 3 flow, and the patient was discharged next day. Approximately ten months after the index procedure, the patient presented to the hospital with weakness and a non st elevation myocardial infarction. The patient's hemoglobin was found to be low at 5.0 and the patient was transfused with two units of rbc's. Post transfusion, the patient's hemoglobin was 9.7. Patient was reported to be in stable condition. The patient's electrocardiograms via the emergency medical services were reported to reveal no evidence of st segment elevation consistent with acute myocardial infarction. In the emergency room, the patient's electrocardiogram was reported to reveal st segment elevation just in lead 3, st segment depression and t-wave inversions v3 through v6. It was found that the patient's mediastinum was narrowed and the patient received lovenox. During hospitalization, the patient had positive autoimmune markers. Additional information received reveals the date of the mi was (B)(6) 2011. The patient had discontinued plavix on (B)(6) 2011 due to lip lesion bleeding, but was taking aspirin 325mg daily, as well as amlodipine, atenolol, clonidine, crestor, foic acid, lisinopril, methotrexate, and nexium. Angiography was not performed and there was no treatment for the mi. At the time of the index procedure, the lesion was de novo and class a. The lesion was pre-dilated at 15atm with a 2.5 x 15mm non-cordis balloon and the cypher stent was implanted at 19atms without post-dilation. There was no evidence of dissection or distal disease left untreated. There was no evidence of dissection of distal disease left untreated. The patient experienced the events of coronary artery disease progression and mid left circumflex artery stenosis on (B)(6) 2012. It was reported that the patient also had unstable angina with positive stress thallium and significant claudication of both left extremities. The patient was reported to have undergone left heart catheterization which showed significant stenosis of right coronary artery and occlusion of left circumflex artery. It was reported that the patient was in the hospital for angioplasty of mid right coronary artery and stenting of proximal and mid left circumflex artery. Per the investigator, the event was not related to the index procedure, study stent or study drug. The cypher stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15257478 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Mi is a known potential adverse event associated with coronary stent implantation and is often associated with thrombotic or restenosis events wherein the inner lumen of the coronary artery becomes narrowed and blood flow decreased. The myocardial tissues are starved of oxygen and other nutrients secondary to the decreased or stopped blood flow and it causes permanent cardiac damage. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension and smoking.

Event description:
Addendum: additional information received on (B)(4) 2012. The patient experienced the events of coronary artery disease progression and mid left circumflex artery stenosis on (B)(6) 2012. It was reported that the patient also had unstable angina with positive stress thallium and significant claudication of both left extremities. The patient was reported to have undergone left heart catheterization which showed significant stenosis of right coronary artery and occlusion of left circumflex artery. It was reported that the patient was in the hospital for angioplasty of mid right coronary artery and stenting of proximal and mid left circumflex artery. Per the investigator, the event was not related to the index procedure, study stent or study drug.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Additional information was received on (B)(4) 201. The date of the mi was (B)(6) 2011. The patient had discontinued plavix on (B)(6) 2011 due to lip lesion bleeding, but was taking aspirin 325mg daily, as well as amlodipine, atenolol, clonidine, crestor, folic acid, lisinopril, methotrexate, and nexium. Angiography was not performed and there was no treatment for the mi. At the time of the index procedure, the lesion was de novo and class a. The lesion was pre-dilated at 15atm with a 2.5 x 15mm non-cordis balloon and the cypher stent was implanted at 19atms without post-dilation. There was no evidence of dissection or distal disease left untreated. Complaint conclusion: the complaint received states that approximately 10 months post index procedure this (B)(4) study patient suffered a non-st segment elevation mi. This is a report received regarding a (B)(4) study patient who experienced a myocardial infarction, vaginal bleeding, an autoimmune disorder, and anemia. This is a (B)(6) female. The patient's medical history is significant for diabetes mellitus (controlled by insulin), hypertension, previous percutaneous coronary revascularization on an unknown date in 2005 and a history of ovarian, cervical cancer diagnosed on an unknown date in 1999. The cancer was treated by surgical resection. At the time of the index procedure, the lesion was de novo and class a. The lesion was pre-dilated at 15atm with a 2.5 x 15mm non-cordis balloon and the cypher stent was implanted at 19atms without post-dilation. There was no evidence of dissection of distal disease left untreated. Due to stable angina, the patient underwent the index procedure with the deployment of one 3.0 x 18mm cypher stent to the mid right coronary artery (rca). Residual stenosis was 0 % with timi 3 flow, and the patient was discharged next day. Approximately ten months after the index procedure, the patient presented to the hospital with weakness and a non st elevation myocardial infarction. The patient's hemoglobin was found to be low at 5.0 and the patient was transfused with two units of rbcs. Post transfusion, the patient's hemoglobin was 9.7. Patient was reported to be in stable condition. The patient's electrocardiograms via the emergency medical services were reported to reveal no evidence of st segment elevation consistent with acute myocardial infarction. In the emergency room, the patient's electrocardiogram was reported to reveal st segment elevation just in lead 3, st segment depression and t-wave inversions v3 through v6. It was found that the patient's mediastinum was narrowed and the patient received lovenox. During hospitalization, the patient had positive autoimmune markers. Addendum received (B)(4) 2011: the date of the mi was (B)(6) 2011. The patient had discontinued plavix on (B)(6) 2011 due to lip lesion bleeding, but was taking aspirin 325mg daily, as well as amlodipine, atenolol, clonidine, crestor, folic acid, lisinopril, methotrexate, and nexium. Angiography was not performed and there was no treatment for the mi. The study stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15257478 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. No nonconformance records were issued for this lot. No excursions were found for lot 15257478. Pre sterile subassembly lot 15257479 was reviewed and (B)(4) units were rejected during the assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. It was observed during review that no nonconformance records were issued for this lot. No other incidents were noted that could be potentially related to the complaint reported. Mi is a known potential adverse event associated with coronary stent implantation and is often associated with thrombotic or restenosis events wherein the inner lumen of the coronary artery becomes narrowed and blood flow decreased. The myocardial tissues are starved of oxygen and other nutrients secondary to the decreased or stopped blood flow and it causes permanent cardiac damage. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the information does not allow for an accurate assessment of the potential contributing factors.